Event description:
The account reported the foot brake casters are not holding. The stretcher is located in the basement at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the foot end brake casters are worn. Per the hill-rom service manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: caster braking systems. The technician replaced the foot end brake casters to resolve the issue. Based on this info, no further action is required.